Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cesarean section through transverse incision of lower abdomen on (B)(6) 2021 and suture was used. Before the procedure, the nurse found 4 packages of vcp603 products were mixed into one device box labeled as vcp346h. The whole box should include 36 packages of vcp346h, but actually there are 32 packages of vcp346h and 4 packages of vcp603, lot number qjram. There is no report on patient's injury. No additional information could be provided.